Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The metriq irrigation tubing set was selected for use during the procedure for atrial fibrillation (a fib). It was reported that air bubbles were detected a few times with the irrigation set during the procedure. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction: b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The metriq irrigation tubing set was selected for use during the procedure for atrial fibrillation (a fib). It was reported that air bubbles were detected a few times with the irrigation set during the procedure. The device was replaced, and procedure was completed successfully without patient complications. It was further reported that no error message was displayed, and air was not seen within the body or in the tubing past the pump. The device is not expected to be returned as it was disposed by the nurse.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The metriq irrigation tubing set was selected for use during the procedure for atrial fibrillation (a fib). It was reported that air bubbles were detected a few times with the irrigation set during the procedure. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that no error message was displayed, and air was not seen within the body or in the tubing past the pump.